Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4 reference MFR. Report#: 1627487-2018-06417, 1627487-2018-06418, 1627487-2018-06420. This report is in reference to the patient's leads for off-label use. It was reported that patient was not receiving adequate stimulation due to the leads auto-reducing. Both of the patient's occipital leads provided uncomfortable and ineffective stimulation. X-rays were taken and no anomalies were found. An impedance check revealed impedance issues in reference to the patient's right supraorbital lead and were believed to be linked to possible lead fracture. Reprogramming attempts were unable to provide resolution. As a result, the patient's right supraorbital lead was explanted and replaced. The patient's right occipital lead was repositioned via surgical intervention as well. As a result, lead revision surgery was performed with a lead being explanted and replaced. Both of the patient's supraorbital leads are being reported as explanted because it is unknown which device was the patient's right supraorbital lead.